Event description:
Event occurred regarding a spinning spiros closed male luer, red cap where it was reported that a blinatumomab infusion was sent up and connected to the patient, the nurse briefly left the room to obtain zofran, and upon returning observed blood backflowing into the chemotherapy tubing and leaking onto the floor. The blinatumomab had not reached the patient at that time. The infusion was stopped, and the patient was flushed. Assessment revealed a leak between the spiros connector and the distal end of the tubing, resulting in loss of a closed system. The patient experienced minor blood loss, and there was potential leakage of medication onto the floor, which resulted in the need for increased monitoring. There were a patient involvement and no reported harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.